Event description:
This is filed to report clip opening while locked. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. An xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. The following day, echocardiography was performed and showed the clip arms had slightly settled to roughly 30 degrees. The clip remained stable on the leaflets and mr remained a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open ¿ locked) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.